Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. It was reported the rep was called on 10/2/98 by the account who stated there was a problem with the device during a case. He was told after the case, the hosp staff tested the device and it worked ok. He told the account he would pick it up on 10/6/98. On 10/6/98 he followed up with the surgeon who stated the device was "tearing" the tissue. The case was converted to an open procedure and the pt received a blood transfusion.